Event description:
Rn noted patient's tube feed pump had not been administering free water flushes. Patient's labwork indicated patient was hypernatremic. Rn manually flushed patient's free water flush. Rn changed tube feed pump and made medical doctor aware of this.